Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower extremity pain. Patient had previously participated in a trial phase with nalu and had reported good pain relief from the system, however the patient reported that the permanent system did not provide the same relief as the trial. Patient was offered a revision and declined, requesting to remove the system and potentially implant a new system at a later date after healing. The explant procedure took place on (B)(6) 2024. Fluoroscopic imaging was taken after starting the procedure and found that one of the tined leads had fractured. Because the imaging was not taken until after the physician had started the explant, it is unclear if the fracture occurred before the procedure or during the procedure. Fluoroscopic imaging confirmed that all pieces of the implantable pulse generator (ipg) were fully removed however both tined leads fractured while attempting to remove. The distal ends of the leads were left implanted and the patient will be referred to an orthopedic surgeon for removal of those pieces.

Manufacturer narrative:
No imaging was done prior to explanting the nalu system and the explanted components were damaged to a point that precludes any conclusive investigation. Cause of the patient complaint is unable to be determined with the information available to the firm.